Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 57 mm diameter abdominal aortic aneurysm. It was reported that a proximal type ia endoleak was noted approximately nine years later. The patient was treated with implant of an additional cuff proximal to the endurant bifurcate. It was noted that after implant of the cuff, both of the renal arteries were overstented. The type ia endoleak was resolved. As per the physician; the patient was already on dialysis before this procedure, the decision was made to over-stent the renal arteries to treat the type ia endoleak. The patient is still on dialysis. The investigator assessed the event as related to the endurant device, not related to the procedure. The sponsor assessed the event as related to the endurant device, not related to the procedure. No additional clinical sequelae were reported and the patient will be monitored.